Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint (colored image/discolored image) was not confirmed. In addition, the following non- malfunctions were found during the device evaluation the fiber bonding in the outer tube area (distal end) is damaged. The protector of the video cable section is cut, video cable is broken and therefore stripes in image occur a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to improper/unsuited handling, frequent use and/or wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii, 10 mm, 30°, autoclavable had a colored image. There were no reports of patient harm.